Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer called in with the following concern: patient called to report that her insulin pump has a crack on the battery compartment. Insulin pump received with constant critical pump error alarm/open book image after battery installation. After pressing back arrow and down arrow buttons to allow access to download insulin pump persisted on alarming critical insulin pump error. Unable to download on (crest software) and (thus software). Unable to perform the self test, displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical insulin pump error (open book image) alarm. Insulin pump was cut open and perform a visual inspection. Per visual inspection it was determined the ingress of water corroding and causing electrical shorting on pcb1 and pcb2 not giving access to download. Insulin pump received with corroded battery tube, cracked case(battery tube) and cracked battery tube threads. In conclusion, customer allegations were confirm during visual inspection when cracked case(battery tube) and cracked battery tube threads was noted. Insulin pump was also received with constant critical insulin pump error alarm due to corroded electronic assemblies and corroded battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom

Event description:
Information received by medtronic stated that the cracked in battery side compartment. No harm was required during medical intervention. The customer will discontinue use of the devise.